Event description:
It was reported that the band was removed because it was reported that the band tabs tore and replaced with a second band.

Manufacturer narrative:
Info anticipated, but unavailable at this time.